Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 and left a message with answering service that the patient was at school and the patient was low going into lunch. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that they wanted clarification why it told the school nurse to give the amount it told her. The reporter asked how it came to that calculation. This report is being made due to history settings issue.